Event description:
Customer reported system would not power on while preparing for the days cases. System inoperable.

Manufacturer narrative:
Gehc field service engineer installed and tested new surge suppressor pcb. System now powers on and boots normally.